Event description:
It was reported that during in (B)(6) 2011, the procedure was to treat severe stenosis in the internal carotid artery. The 6-8/40 acculink stent was implanted; however, it was noted that distal to the stent, there was an irregularity in the vessel and it was believed that this was a vasospasm. The 6/30 acculink stent was implanted to straighten the vessel with a good result. During a follow-up procedure on an unknown date, mild stenosis was observed in the target lesion, on angiography. The patient was scheduled for a diagnostic procedure on (B)(6) 2013 which revealed re-stenosis in the 6-8/40 acculink stent. An xact stent was implanted for treatment with a good patient outcome. There was no restenosis noted with the 6/30 acculink stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2011. (Exact date in (B)(6) is unknown). Date of implant estimated as (B)(6) 2011. (Exact date in (B)(6) is unknown). There was no reported product deficiency. The reported patient effects of vasoconstriction and restenosis are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.